Event description:
Alleged event: healthcare professional reported ¿ruptured implant¿, ¿periprosthetic fluid¿ and capsular contracture baker grade ii of a non-(B)(6) device. Capsulectomy was performed. This record is for the right side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Health effect code: 1924, 1761. Device problem code: 1546. Ref: mw5186763.